Event description:
It was reported that eight days post an uneventful stenting procedure in the right coronary artery with one rx acculink stent, the patient was hospitalized with symptoms of syncope, confusion and headache. The MRI showed a subacute right lacunar infarct in the white matter. The CT showed no carotid stent stenosis. There was no treatment performed. The patient's condition is continuing but improved and the patient was discharged home three days after the admission. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of stroke and pain (head) are known potential adverse events as listed in the rx acculink instructions for use. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, could not be determined; there is no indication of product quality deficiency with respect to manufacture, design or labeling.